Event description:
On (B)(6) 2023, a patient received revanesse versa+ into her malar regions. Compounded high dose topical blt 30/15/10% anesthetic was applied to the area before injection. Immediately upon injection, only on the left side, the patient had a "shelf like appearance" in the supra malar region. There was no discolouration, no lumps or nodules, no pain, no inflammation, or any sign of an adverse event. The photo provided shows a smooth linear line of superficially injected product. This of course gives the appearance of a ridge. No treatment or treatment plan was provided. My clinical opinion is that this case does not represent an adverse event. It is an issue of sub optimal product placement which can be easily corrected. Internal report number: (B)(4).